Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [15 mg/ml] at a dose of 1.983 mg/day and morphine [10 mg/ml] at a dose of 1.322 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on 2017-sep-21 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). There were multiple motor stalls, recoveries and tube sets. It was detailed that a motor stall occurred on (B)(6) 2017 at 23:19 stated that the stall ¿lasted 23 hours 19 minutes¿ and that tube set occurred on (B)(6) 2017 at 23:19 (this is conflicting with the report that the stall on (B)(6) 2017 lasted ¿23 hours 19 minutes¿), and (B)(6) 2017 motor stall recovery occurred at 01:08 and then another motor stall occurred on (B)(6) 2017 at 12:18. It was related that the patient was hospitalized in (B)(6) 2017 with osteomyelitis (date asked but unknown) and ¿some other medical stuff¿ and the patient was discharged from the hospital on (B)(6) 2017. It was noted that the patient reported falling from a chair on (B)(6) 2017 (the day after being discharged from the hospital) and it was asked if that had anything to do with the pump stalling. It was also noted that the patient was still in a boot, had surgery and skin breakdowns at an unknown date in 2017 (stated probably (B)(6)) and had no intrathecal drug infusion for the ¿better part of the last month,¿ per the hcp. The patient had been provided with ¿lots of oral meds¿ including methadone and other drugs, so the hcp was not concerned about withdrawal. It was indicated that the pump would be sent back for analysis once it was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cause of the motor stalls was not determined and that the patient's weight at the time of the event was 108 lbs. No further complications were reported or anticipated.